Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. However, based on the review of the service manual, possible causes for the phenomenon (overpressure) include: "overfeeding air from other devices patient anesthesia exhaustion it was confirmed that the possible causes of the inability to exhaust smoke were as follows. Operation error smoke exhaust was attempted when the smoke exhaust function was not operating. Problems after the pneumonial tube the ventral tube is not connected. The ventral tube is collapsed. There is a hole in the venturination tube. Tracar's is closed. The suction tube is not connected. The suction tube is crushed. The suction tube is clogged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's allegation could not be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported to olympus there are times when the pressure increases and the alarm does not stop on their high flow insufflation unit. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to correct the h6 problem code and to provide. A formal investigation was initiated to investigate the root cause.